Event description:
It was reported that the device did not recognize when latch was locked. No patient injury was reported.

Manufacturer narrative:
Other text: device evaluation: one device was returned and visual inspection revealed smiths tampered seal label was missing. Upon inspection, reported error was duplicated and verified in the device mu mode and during testing. Device will not respond when attached cassette is locked. Latch lock flex was not operating as intended. Latch lock flex was replaced.

Manufacturer narrative:
Other, other text: b5: additional information received and attached by ICU medical on 31-jan-2022:: no patient involvement. H6: event problem and evaluation codes: updated after device evaluation